Manufacturer narrative:
Additional information: it was reported that the physician said he didn¿t recapture the nose cone <(>&<)> spindle correctly in accordance with medtronic¿s IFU and inadvertently pulled the graft down inside the existing endologix graft into the distal aorta/proximal right common iliac. He said he was unsuccessful trying to re-release and recapture once the graft had been pulled down. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that the endurant ii stent graft system was implanted to repair an endoleak in a non-medtronic stent graft. After deployment of the endurant ii bifurcate, the delivery system was difficult to remove. The physician had deployed the gate, the end of the ipsi-lateral limb and the supra-renal stents, but while removing the delivery system they encountered resistance. It was noted that the delivery system and graft were not near the renal arteries and the nose-cone was down inside the non-medtronic stent graft. The physician confirmed that the ipsilateral lunderquist wire was not trapped inside the cage of the non-medtronic stent graft. The endurant ii stent graft was compressed down inside the non-medtronic stent graft near the distal aorta and in the proximal right common iliac artery. The delivery system could no longer be advanced or withdrawn, and the nose cone could not be recaptured. The patient was then converted to an open repair and the endurant ii stent graft was explanted. As per the physician, the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.